Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device component involved in the event: brand name: (lead) n/I, model: n/I, serial: n/I, batch: n/I, UDI: n/I.

Event description:
It was reported that the patient experienced a loss of spinal cord stimulation (scs), inadequate stimulation, and persistent electric shock sensations in upper limbs. Multiple programming optimizations did not resolve the issues. X-ray imaging identified lead migration; therefore, the patient underwent a lead revision procedure where the leads were repositioned to the cervical level. Following the procedure, the patient experienced arm pain and no reduction in the pain relief treatment. The patient states they have never had optimal therapy since the implant procedure.